Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the pump was not infusing at all. The pump's log shows that the medication has been given, as does the log. The administration set was clean and containing sodium chloride (nacl). There was no patient injury.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated . H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. The sample returned consists of one (1) unit, the returned sample was received in a plastic bag which is not the original packaging. Visual inspection results: no obstructions, damaged or broken, or other defects were detected in none of the joins of the product. Functional test results: no discrepancies were detected, sample was fully priming and connected without difficulty, delivery accuracy test successfully passed; thus, the failure mode reported is not confirmed. No other analysis was performed. No corrective actions are required since the complaint was not confirmed. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).